Manufacturer narrative:
The synclara cough system is intended for use on patients who are unable to cough or clear secretions effectively due to reduced peak cough expiratory flow or respiratory muscle weakness. The synclara cough system provides a noninvasive therapy designed for use by patients, caregivers, and healthcare providers. The system will simulate a cough to remove secretions in patients with a compromised peak cough flow. Possible adverse conditions listed in the device instructions for use include swallowing too much air resulting in the likelihood of vomiting and aspiration. The use of a face mask may result in discomfort, vomiting, or breathlessness in some patients. Close supervision throughout the treatment is necessary when this product is used by children or patients with physical limitations or impaired cognitive abilities. The power cord was received by baxter. Upon inspection, it was determined that the power cord blades were bent causing the spark. A replacement power supply was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a power cord sparking were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that synclara systempower cord prong was bent, causing the porwercord to spark at the wall outlet when plugged. This occurred at home during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.